Event description:
Trucath needle with cath 23ga used during cervical discogram. Cath kinked while in pt with the small black tip broke off and stayed in patient's cervical spine.

Event description:
Trucath needle with cath 23ga used during right lumbar transforaminal epidural steroid injection. Cath kinked while in pt and the small black tip broke off and stayed in patient's cervical spine.